Manufacturer narrative:
The power supply cord and plug assembly was returned to the manufacturer for analysis. The part was received in two pieces, where one piece was just the cord and the other piece was the plug with some length of cord attached. A visual examination was performed on the cord and plug which revealed signs of heat damage and arcing and pitting on the prong (hot terminal side) of the plug. In addition, the plastic housing surrounding the hot side prong appeared to be melted and charred, but there was no observed burning smell. A functional resistance test was performed on the plug by measuring the resistance between the three wires (hot, neutral, and ground). In addition, the continuity was measured from the prongs to the end of the wires. Each wire of the cord found no discrepancies. All three wires had continuity at 0.2 ohms from end to end and the resistance was open, as expected. Functional testing was performed by installing the received cord and plug into a working unit. The power cord was spliced to perform the test protocol. The plug was found to fit tightly into an outlet which could not easily be unplugged. The test unit powered on without any failures. The test unit was able to complete the self-test program without any failures and without causing any further damages to the plug. The investigation into the cause of the complaint was able to confirm the reported event. Although there was no observed burning smell, a visual examination of the power supply cord and plug assembly confirmed that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The biomedical engineer (biomed) found that power plug was burned internally. The biomed replaced the plug and power cord. To date, no parts have been received by the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine would not power on and had a burning smell coming from the power cord. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The circuit breaker had tripped overnight and the power was off. The biomed stated that the staff may have sprayed the wall during cleaning and got the plug wet with vinegar. There was no visible smoke, flame, or spark. The biomed found that power plug was burned internally. No other components were observed to be damaged. The biomed replaced the plug and power cord which resolved the issue. The machine was moved to another wall outlet as the current outlet was unusable. The biomed stated that an electrician will verified the use of the original outlet before it is used. The unit was returned to service at the user facility at a different outlet without a recurrence of the event as reported. The power plug was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The reported burned power plug was replaced by the biomedical technician (biomed) to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.